Event description:
Customer reported issues with the insulin pump. Customer also states that they were unable to remove the batter cap. The blood glucose reading 406 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.